Manufacturer narrative:
Follow-up #1: date of submission 03/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: the original battery cap was not returned with the product. A test battery cap was used during testing. The battery compartment threads were observed to be stripped; the bolus button was torn and responded normally. Unrelated to the battery compartment issue, the display wais dim, fading and reddish in color.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery compartment threads were stripped. There was reportedly no power lost, no damage to the battery cap which had just been changed last month, and there was no evidence of moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.